Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their blood glucose had been high. The customer also reported that their blood glucose level tend to run low at night, as low as 49 mg/dl. The customer stated that they had woken up with a sensor glucose value of 98 mg/dl while their blood glucose level was 304 mg/dl. They corrected their blood glucose with the insulin pump. Troubleshooting was performed. It was noted that the sensor had been removed. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.